Event description:
It was reported that the insulin pump had recurring button error alarms. It was stated that no buttons have been pushed down for more than three minutes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.